Event description:
Report received from the USA stating "neuro tip is broken." Device was used in "crani" procedure. No pt or user injury, no delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. The device has not been evaluated. When the device is evaluated a supplemental report will be sent.